Event description:
An attempt was made to use the device on a patient diagnosed in cardiac arrest. The device allegedly failed to display the patient's ECG via the standard paddles and the disposable defibrillation electrodes. It was also reported that the defibrillator was charged to 200 joules but failed to discharge.